Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 377660, lot # v021236, implanted: (B)(6) 2009, product type lead; product ID 377660, lot # v021236, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported approximately a month later that the patient was still feeling the surge when she was standing walking or whatever. The patient was requesting reprogramming and was redirected to her physician.

Event description:
It was reported that about 2 months ago the patient started experiencing a shocking or jolting sensation. It was described as a feeling of an electrical surge or current on the lower part of her body that they suddenly felt. During the call the patient tried to stand up and said ¿oh there we go,¿ and felt the electrical current as they stood up. There were no reports of falls or accidents. Following the initial report the patient reported that they still had concerns with her device or therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.